Event description:
Lvad placed approximately 31 months prior to the date of this event. It alarmed approximately 6 days before the date of this event but self-abated once it was placed on battery power. After investigation, it was discovered that there was a driveline issue ("short to shield"). It was not able to be repaired and the patient had to have surgery to have it replaced approximately 6 days after it alarmed and self-abated. The patient was discharged home approximately 8 days post-operatively. No adverse effects noted.